Manufacturer narrative:
Date of event: exact date unknown; best estimate is 9 months post op, (B)(6) 2017. There is no indication the lens has been explanted; remains implanted. Attempts have been made to obtain missing information; however, to date no response has been received. All pertinent information available to johnson and johnson vision, inc. Has been provided.

Event description:
The patient's spouse contacted johnson and johnson surgical vision, inc. To report that his wife is experiencing halos nine (9) months post op of the symfony lens implant, (B)(6) 2017. The patient''s symptoms have not improved. Further, the wife is unable to drive at night anymore. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.